Event description:
Medical affairs received a medwatch, via us mail, on 01/16/2008. The facility reported that the tubing was not connected at connection point of tubing and pluer evac. No pt injury reported.

Manufacturer narrative:
Info from medwatch documented catalog # s-1100a and lot number 120929 1 as product in question. Per mfg facility, lot number 120929 1 belongs to catalog # s-1100-08lf. Attempts to obtain add'l info have been unsuccessful. No conclusion can be drawn.